Event description:
Litigation alleges that the asr right hip implant caused severe pain in the patient. Litigation further alleges that the patient suffered from metallosis, disability, and disfigurement. Litigation further alleges that the patient was injured by excessive levels of chromium and cobalt in his blood as determined from blood tests.

Manufacturer narrative:
Update: (B)(6) 2012 - plaintiffs preliminary disclosure form was received which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update -08/22/2016 medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the revision surgery notes reported a dor: (B)(6) 2016. The patient was revised to address pain and there was minimal corrosion debris on the inner femoral head and grey-ish staining of capsular tissues. The metal ion levels provided were at non reportable levels. There is no new additional information that would affect the existing investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.